Event description:
It was reported that during a biliary stenting treatment procedure, a shaft break with premature stent deployment occurred. A 7fr/7cm biliary stent had been advanced to an unspecified biliary location. While attempting to deploy the device, the physician encountered resistance. The physician continued to retract the inner catheter to deploy the stent when the inner catheter became "torn". The physician attempted to "retrieve" the device from the unspecified type scope, and the stent "released" from the push catheter and was lodged in the scope channel. The stent was able to be retrieved with forceps. The procedure was completed with an unspecified type of different device. There were no pt complications reported with the patient's current condition listed as "good".